Event description:
According to the reporter, during a laparoscopic surgery, when passing the needle through the loop, the two threads broke. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product/s: vlocn0604 vlocn0604 v-loc* pbt 3-0 blu 15cm v20 lot #:a2k0215vy. If information is provided in the future, a supplemental report will be issued.